Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports the inform meter is melted at the connector area. No adverse event reported. A request was made for the return of the meter.